Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 43-year-old male patient. The primary clinical indication was listed as "other," with no additional details provided. The patient presented in society for cardiovascular angiography and interventions (scai) stage e shock. During support, the patient was noted to have bloody urine. In response, the impella cp was repositioned. Following repositioning, the device was confirmed to be free within the left ventricle, with appropriate waveforms and flow observed, and no device performance abnormalities were reported. No further details were made available. The patient subsequently expired. No additional clinical details or allegations of device malfunction were provided. The death is being conservatively reported due to temporal association with impella cp support; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying critical illness and severity of cardiogenic shock (scai stage e).

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.